Event description:
A patient was undergoing a laparoscopic colon resection. The surgeon was using a ligasure and a metal piece came out of the side of the tip of the instrument. There was no patient harm.